Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d10, g2, g4, g7, h2, h3, h6, h10. The sample device was not returned for evaluation. Device history record - no traceability information was provided, the devices were thrown away. No device history records review could be performed. The complaint was not confirmed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues.

Manufacturer narrative:
The device is not expected to be returned for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report numbers: 9612007-2020-00005, 9612007-2020-00006, 9612007-2020-00007.

Event description:
This is 1 of 4 reports. This is in regards to the first patient. It was initially reported that the bolt of the ip2p (kit containing cc1.p1 and the ip2 introducer) had "luxated" twice, after assuring that the bolt was tightly attached in the skull after placement. Additional information received on 29apr2020 indicated that with the luxated bolt, the bolt was displaced twice. In both occasions, it felt out of the patient when moving the head, without the wires being or bolt being stuck somewhere. The customer had to replace it with a new one once. It was also reported that they encountered problems with pressure monitoring. They changed the (natus) icp probe twice and in one case, placed a whole new parenchymal icp probe next to the licox bolt. At one point, no intracranial pressure (icp) monitoring was indicated so they could let the device out. There was no direct injury reported.